Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported that upon boot up of the device, the soft keys would not function as expected. The user also observed a "color chip failure" error message. As a result, an alternate device was employed for the procedure. There were no reported adverse consequences to a pt as a result of this event.